Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken. A 7/110/2.5/8 blazer¿ ii xp was selected for use. During advancement to the right atrium it was observed that the device was broken. The device was replaced and procedure was completed with another blazer¿ ii xp catheter. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. There were kinks in the distal shaft at approximately 7.5cm and 9.5cm from the distal tip in the neutral position. The shaft was intact. Electrical test was done and the device was found within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device passed the right curve test as tip reached the shaded area of the template. The left curve test did not pass as the curve is flat at the top and the tip did not reach the shaded area of the template. X-rays confirmed that the center support is bent. Rf ablation test was also done and the device was found within specifications. There was no indication that analysis results were affected the decontamination process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the catheter was broken. A 7/110/2.5/8 blazer¿ ii xp was selected for use. During advancement to the right atrium it was observed that the device was broken. The device was replaced and procedure was completed with another blazer¿ ii xp catheter. No patient complications were reported.